Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume intermate burst towards the end of a patient infusion. It was further reported that 5ml was left in the device before it burst. The device had been filled with teicoplanin 1200mg/150ml sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.